Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain / "crampy". The cause of peritonitis was not reported. The same day as the event diagnosis, the patient was hospitalized and treated with unspecified antibiotic. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.